Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle bent. The customer reported as follows: when a needle was inserted into the patient and the hcp attempted to retract the needle, the hcp felt strong resistance. The needle was forcibly pulled out, and then it was found to be bent.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle bent. The customer reported as follows: when a needle was inserted into the patient and the hcp attempted to retract the needle, the hcp felt strong resistance. The needle was forcibly pulled out, and then it was found to be bent.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received five photographs and two 20gx1.25in nexiva devices from lot number 2108969. The photographs displayed similarities to that of the returned units. One unit has been used and the catheter is decoupled from the tip shield while the other unit, although in an opened package does not have sign of use. The units were investigated by inspecting both components. The unit that was decoupled had its needle reengaged through the safety shield. Upon disengagement, it was identified that a resistance was present about halfway through the needle. After forcing the retraction, the needle disengaged. The second unit decoupled and disengaged without resistance. The unit that had been used was carefully examined and it was observed that it had a slight bent where the resistance was fell during retraction. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A bent needle could occur during manufacturing due to incorrect tooling set up used for product configuration. At this step, if the needle or the tooling are misaligned, the needle could get bent during feeding into the canister. However, since the unit has been used and the catheter was not returned to be investigated and given the severity of the bend, it is possible that this defect could occur in the user environment because of mishandling or storage condition. A device history record review showed no non-conformances associated with this issue during the production of this batch.